Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, due to eeprom corruption, the pump was unable to download black box. The intermittent power complaint was unable to be adequately investigated due to the inability to view the black box data. The battery cap was able to fully tighten and was within specifications. During a visual inspection of the pump, there was no damage found to the battery compartment. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during investigation. The pump case was removed, and no evidence of moisture or loose components found inside the pump. The pump was powered on and the display appeared to be dim and discolored.